Event description:
The extension set did not fit on the IV tubing in two instances. The third extension set was placed on the primary tubing and it became disconnected during the case and blood backed up in the tubing.